Event description:
The actual residual volume was greater than the expected residual volume. The pump was filled with 20ml in (B)(6). On (B)(6) 2010, the healthcare provider (hcp) reported that he aspirated 22ml from the pump. There was a slight volume discrepancy at the last refill (1-2 ml), but nothing that the hcp was concerned about. The hcp was going to perform a catheter dye study. The device system had been used to deliver morphine; at the last refill in november baclofen was added. Add'l info has been requested a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).